Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that on (B)(6) 2017 a 25 mm and a 30 mm gore® cardioform septal occluder were implanted to close a fenestrated atrial septal defect. The following day the patient presented with intermittent 3rd degree heart block and was treated with steroids overnight. On (B)(6) 2017 the patient remained in 3rd degree heart block and was taken to the catheterization lab where both devices were removed. It was reported that at discharge the patient was experiencing 1st degree heart block.